Event description:
Customer reported that he was hospitalized due to low blood glucose. The blood glucose reading was 22 mg/dl at the time of hospitalization. Customer stated that his insulin pump was alarming no delivery. Customer stated that he was using insulin pens and the insulin pump at the same time and was getting too much insulin, which caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.